Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info become available.

Event description:
It was reported the while in the cardiology department the intra-aortic balloon (iab) was prepped by the registered standard procedure. Removed excessive air using the 50 ml syringe through the valve and the membrane was moistened with saline solution. The md used normal "careful manipulation" while trying to insert iab, "as to avoid the curvature of the insertion." The md could not insert the iab through super arrow-flex (saf) sheath. There were no reported pt complication or injury. The only delay in therapy was "till the next iab was ready to insert" per the md. Reference MDR #1219856-2010-00364 for the second event involving the same pt. The pt outcome is listed as "still hospitalized."